Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced facial drooping and slurred speech following 2nd dbs lead placement on (B)(6) 2021. Diagnostic CT was performed and results indicated everything was fine. Follow-up information indicated patient's symptoms resolved, reportedly.

Manufacturer narrative:
Correction: section h6- health effect - clinical code: 1980 - undesired nerve stimulation should not have been added in the previous report.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.